Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for high out of range (oor) pace impedance greater than 3000 ohms. A subsequent device check was performed in clinic, and every pace impedance test resulted in high oor impedance measurements as well as complete rv loss of capture. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) to consider performing an x-ray to check the rv lead. Ts also indicated they could consider left ventricular (lv) pacing only. The hcp indicated the plan was to use lv only pacing while they consider a rv lead revision. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed based on this lead being surgically abandoned and replaced.